Manufacturer narrative:
Batch review performed on 03 april 2018 lot 141436: (B)(4) items manufactured and released on 30 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Tibial insert uc fixed size 3 / 17 mm reference (B)(4) (k090988): lot 147974: (B)(4) items manufactured and released on 13 february 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial tray fixed cemented size 3 l reference (B)(4) (k090988) lot 144885: (B)(4) items manufactured and released on 17 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 years and 4 months after primary the surgeon revised the patient for a knee infection (staphylococcus epidermidis). The surgery was completed successfully.

Manufacturer narrative:
On 07 august 2018 we were informed that the spacer was removed on (B)(6) 2018 and permanent implants were put in.